Manufacturer narrative:
Patient information was not provided. (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative learned that the facility biomedical engineer tested the device with tubing following the procedure and was unable to reproduce the issue. The device was further tested by the service representative and the issue could not be duplicated. A serial readout of the pump was performed and sent to livanova (B)(4) for review. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message several times during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Analysis of the serial readout at (B)(4) identified several anomalies and the customer was advised not to use the pump until the motor end-stage and motor control board could be replaced. Upon replacement of the boards, they were returned to (B)(4) for investigation, which confirmed visible oxidation due to fluid ingress. This is a known issue and corrective actions have been implemented to improve the gluing process on the boards and prevent fluid ingress.